Manufacturer narrative:
After detection of the deviation the picco2 has been removed from the system. It is not known if changes in the set up have been made during removal, which could have contributed to the situation. No further information could be provided by the customer despite extensive effort. First inspections revealed that the device calibration was not correct. The device has been re-calibrated. The returned device has been inspected additionally by our technical service department. No cables / accessories were returned as - according to customer - no problem about the cables were identified. During visual inspection no for the reported issue relevant problem could be identified. No additional deficiencies could be detected during device standard check and functional check. It cannot be excluded that the wrong calibration impacted the value transmission to the bedside monitor in a way, which led to a deviation between picco2 and bedside monitor. It is not known if additional factors like wrong zeroing could have contributed to the event. No additional deficiencies could be detected during testing of the device. Temperature or aging effects could be excluded as potential root cause for the de-calibrated device. A DHR review of the related product did not reveal any non-conformities or deviation from specification relevant to the reported issue. The device passed the last safety check (including calibration test) in october 2019. No further similar picco2 complaints were received within the last 2 years. Therefore a systematic production or design error is seen as very unlikely. No further complaints were received for the concerned device within the last 4, 5 years. The root cause for the de-calibrated device could not be identified despite intensive effort. It is not known if a handling error during use or storage could have contributed to the event. As conclusion this event is seen as an isolated error. This evaluation indicates that the device failed to meet its specification. Upon the event occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. No trend has been identified, the trend rate is below 1 %. The issue will be further monitored on the market in order to identify trends.

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
A DHR review did not reveal any non-conformities or deviation from specification relevant to the reported issue. Further information has been requested and investigation is ongoing. A supplemental emdr will be sent when the investigation is completed. Device not returned yet.

Event description:
It was reported that the initial values displayed on the philipps monitor deviate from the values displayed on the picco2. No impact on patient status. Manufacturer reference #: (B)(4).